Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room approximately four months post implant, with complaint of pain near the device area. Multiple attempts to establish telemetry and interrogate the device were unsuccessful. It was also reported that the device did not emit beeping tones with placement of a magnet. The patient was admitted to hospital with a defibrillation vest. A revision procedure was performed. The device was successfully explanted and replaced with another device. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the exterior of this ICD noted no irregularities. Attempts to interrogate the device in the laboratory setting were unsuccessful, replicating the reported clinical experience. An x-ray of the device was completed and no anomalies were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device or to elicit beep tones with the application of a magnet were due to an internal short within the transformer. This resulted in a high current drain, which over time depleted the battery more quickly than expected. The high current condition may also have resulted in a temperature increase within the device, which in turn may have caused the reported pain/burning sensation and redness near the device site.